Event description:
The hcp reported the pt was experiencing increased tone and spasms. An x-ray of the catheter showed the tubing to be intact. The pump was explanted and replaced after an implant duration of 30 months in 2001. The pt is reported to have recovered without sequela.